Event description:
Reporter stated a pt was admitted to the ER due to a burning sensation in the neck area and the area was turning red. The pt indicated that it felt as though the device was delivering constant stimulation. According to the pt, the symptoms began after a recent MRI. Reporter stated a pt was admitted to the ER and subsequent overnight hosp stay due to a burning sensation in the neck area and the area was turning red. The pt indicated that it felt as though the device was delivering constant stimulation. According to the pt, the symptoms began after a recent MRI. Good faith attempts to obtain additional info have been unsuccessful to date.